Event description:
This customer reported a failure to discharge in the manual mode and a burned hair smell after delivery shocks. The customer does not allege that the device was a factor in the pt outcome.

Manufacturer narrative:
This customer reported a failure to discharge in the manual mode and a burned hair smell after delivering shocks. The involved pt died approx 30 mins later, but the customer does not allege that the device was a factor in the pt outcome. There was no event summary or ECG strips available to philips. On 04/16/2010, the device and paddle set were evaluated by philips. The reported symptom could not be reproduced and the equipment passed all testing. We are considering this as a malfunction based on the customer report only. We are unable to determine the cause of the reported symptom as it could not be replicated. The device has been back in use since 4/16/10, and there have been no problems with the device.